Event description:
It was reported that the patient experienced cardiac tamponade due to pericardial effusion. During the initial implant procedure, the atrial lead was placed but the "electrical reading was not good" . The physician retracted the helix but the lead remained attached to the myocardium. With repeated manipulation the lead was detached from the myocardium. The patient claimed feeling pain in the heart. When the lead was extracted, tissue was observed on the tip of the lead. The physician chose to not implant a lead in the atrium. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.